Event description:
A caller reported encountering cgm error 42 with their device. Their blood glucose level remained within the normal range, with no adverse impact reported. Technical support assisted the customer by providing comprehensive instructions for a pump reset, and after following these steps, the customer was able to successfully restart their sensor session without any further error.